Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein a new lead was implanted at l5. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s lead explant surgery on (B)(6) 2019 (related 1627487-2019-10023), the physician was unable to plant a new lead due to scar tissue. As a result, surgical intervention may take place to address this issue.